Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of (B)(4). Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification, alongside random manual power ons, up to the (B)(6) 2014. Temperatures are recorded below the recommended minimum standby temperature. The device failed multiple self-tests due to a low battery between (B)(6) 2014. Multiple manual power ups mainly under one minute duration were observed in the device memory between the (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The one minute time outs may indicate the user was power cycling the device or the beginnings of membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.